Event description:
It was reported that during a bypass procedure performed in (B)(6) 2012 (exact date unknown), blood leaking occurred all along the prosthesis, which required usage of glue and prolonged surgery. The graft remained implanted. There was no injury reported.

Manufacturer narrative:
A remaining fragment of the complaint device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120 mhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still ongoing. A follow-up report will be submitted upon completion of the investigation.